Manufacturer narrative:
(B)(4). Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient, the touchscreen on a 980 ventilator was unresponsive. The customer reported to have rebooted the device and the issue was resolved. The patient was not removed from the ventilator. The ventilator was continuously used on the patient. The patient was not harmed or injured as a result of the event.